Manufacturer narrative:
The pump was received with a frozen screen and a constant tone. The problem was isolated to the mother board. Unable to confirm the watchdog timeout alarm and unresponsive buttons due to the frozen screen. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed program alarm anomaly alarm. Customer's blood glucose was 88 mg/dl. Customer mentioned the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.